Event description:
It was indicated that the pump and catheter had been explanted. The device system was used to deliver morphine and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l46992, implanted: (B)(6) 1997, explanted: (B)(6) 2011, product type: catheter. (B)(4). Final analysis of the pump found residue, moisture, corrosion, and wear throughout the gear-train. It was indicated that the stall was due to shaft-bearing. Final analysis of the catheter found no significant anomalies, though it had been returned in segments.